Manufacturer narrative:
Since the event date is not known, the 1st day of the month has been entered as the event date. Therefore, date of event has been updated accordingly. The bwi product analysis lab received the device for evaluation on 10-may-2022. The device evaluation was completed on 06-jun-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was not found on the device, the shaft, the brim cap and the silicone ring were found in good condition. The resistance experienced could have been related to the hemostatic valve separation. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. The functional test was performed, in accordance with bwi procedures. The vessel dilator and smarttouch sf catheter were introduced into the vizigo sheath and no resistance was felt during the testing. The outer diameter (od) vessel dilator was measured and it was within specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Additional investigation was initiated to address the root cause for the resistance to sheath issue. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a biosense webster, inc. Product analysis lab observed a hemostatic valve separation. Initially it was reported that the dilator was too hard to insert. There was no patient consequence reported. Additional information was received stating that the problem was misconceived. The dilator could only be pushed upwards with difficulty along the sheath. It was also difficult to pull the dilator out of the sheath. The physician used a new sheath and was able to continue the procedure with it. The problem was not about the catheter or needle. The device in question was a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The event was assessed as not MDR reportable for resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 06-jun-2022, the hemostatic valve was dislodged and not found on the device, the shaft, the brim cap, and the silicone ring were found in good condition. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 06-jun-2022.